Event description:
A customer reported to baxter (B)(4) of an one link set that is not flowing. It is unknown when or in which care area this event occurred. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. The product code for the device used in this situation is unknown; therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided.